Event description:
In the u.s., epa and dot regulations allow disposal of lithium batteries with ordinary household waste provided that they are fully discharged. To discharge a lifepak 500 AED's nonrechargeable lithium battery pak in preparation to dispose of it, a physio control service representative activated the controlled discharge feature of the battery pak by driving a tool into the slot indicated on the battery pak label. After a short period of time, the battery pak began emitting sulphur dioxide gas, the service representative opened a window and vacated the room. There were no adverse affects reported as a result of the reported event. File was originally closed in 2003 with an alert date the same month. Upon clinical re-evaluation of the reported incident, event type is changed from complaint to malfunction with an alert date of 2007.

Manufacturer narrative:
Physio control evaluated the battery pak and observed evidence of what appeared to be excessive force used in driving the screwdriver into the slot. Damage from the excessive force to the battery pak's control pcb assembly pushed the discharge pin shorting bar into contact with the battery (+) side of resistor r1 and caused a dead short between the plus and minus sides of the battery pak, bypassing the internal fuse and rapidly venting the battery cells.